Event description:
It was reported that during an embolization treatment procedure, the implanted coil measured larger than expected. The patient was undergoing treatment of the major aortopulmonary collateral arteries. A 4.0x4.0mm vortx-18 coil was implanted without issue. Following implantation of a second 4.0x4.0mm vortx-18 coil, the physician noted the coil was larger than the first. The coil measured 4.92mm "on screen." There were no additional patient complications reported. Additional information was requested and was not received.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).